Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was on its 2nd use. At the end of the procedure, the customer found a chip one inch from the tip of the mcs instrument. The chip was about 3mm in size and the customer could not verify if it occurred before or during the surgery. The surgeon checked inside the patient for any fragments or any damage and they were unable to locate any. The customer did not find any foreign object in the patient's body or an intentional burn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempts to obtain additional information. However, no further details could be provided. No patient demographics or images were provided.

Manufacturer narrative:
Isi received the mcs instrument involved with this complaint and completed the device evaluation. The instrument was found to have a section of the main tube chipped away exposing the orange undercarriage. The root cause was not established. There were additional observations not reported by site: the instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded or contaminated instrument clamping pulleys was typically attributed to the mishandling, most commonly caused by improper cleaning/reprocessing techniques. The instrument logs for the 8mm monopolar curved scissors (part# 470179-19 / lot# k11220531-0317) associated with this event was last used on 16-aug-2022 on system sk0289. There were 8 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the customer identified a chipped off fragment from the mcs instrument. However, the customer could not verify if a fragment fell inside the patient. In addition, the customer did not know if instrument damage occurred before or during the da vinci-assisted surgical procedure. The surgeon checked inside the patient for any fragments or any damage. No foreign bodies were found. The procedure was completed with no reported injury. Although no instrument fragment(s) was found inside the patient's body by the surgeon, the location of the chipped off fragment is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the customer did not find any unusual issues on the monopolar curved scissors (mcs) instrument at the start of a procedure. However, thorough inspection was not done to any instruments. There was no damage noted on the cannula following removal of the instrument. At the end of the procedure, the customer noticed the chip on the scissors while removing the mcs instrument tip. There was no collision with other instruments or hard object. The mcs instrument jaws did not close over hard object. The chip was about 1 inch far from the mcs instrument jaws. No medical imaging done to assist in verifying presence of foreign body. However, the surgeon did thorough scope visualization. The surgeon did not report any change in the mcs instrument functionality during procedure. The customer did not feel any sticking or resistance when attempting remove/insert the instruments. There was no patient injury and the patient did not return to the hospital for a complication related to foreign body retention.